Manufacturer narrative:
We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. No additional anomalies during the manufacture of the product that may have caused or contributed to the malfunction were discovered during a review conducted on 18-dec-2018 of the device history record (DHR) and supporting quality records at the manufacturing facility in nuevo nogales.

Event description:
This is a non-us event. This occurred in (B)(4). Consumer stated that upon removal two u by kotex sleek regular tampons elongated and fell apart, leaving pieces inside her. She experienced pain during removal of remaining pieces. She reported experiencing vaginal soreness and unusual vaginal odor after removal. On (B)(6) 2018, she saw her doctor and a vaginal exam was performed confirming no pieces remained inside. Doctor diagnosed her with pelvic inflammation and she was prescribed antibiotics, levofloxacin and metronidazole. She followed up with her doctor on (B)(6) 2018 for another vaginal exam. Exam showed antibiotics were working although she was still sore. Vaginal odor continues, but is improving. Consumer stated she was experiencing chills. She is also on pain killers for back pain which she confirmed is unrelated to the tampon incident.